Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the left anterior descending artery. Pre-dilatation was performed and the 3.5 x 18 mm vision stent delivery system (sds) was advanced to the lesion. An attempt was made to deploy the stent; however, the sds balloon did not inflate and the stent could not be deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous medwatch filing additional information reported that the vision stent delivery system (sds) balloon was attempted to be inflated to 16 atmospheres (atm). There was no resistance during advancement or removal. The stent was confirmed to be tightly crimped to the balloon after removal. An unknown sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.